Event description:
Information received from the field notes that two and a half hours post implant, the patient did not feel well. Ecgs showed no ventricular capture. Capture thresholds were >4.0 v. When the device was programmed to 7.5 v, 1.0 ms, capture was regained. The patient was returned to the operating room for lead repositioning. Capture was confirmed after moving the lead from the apex to the septal wall. The patient had an underlying ventricular rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received